Event description:
It was reported that the pump flow gradually started to drop during the closing procedure of the initial implant. The surgeon increased the speed of the pump until it was at 6000 rpm with 4.3 lpm flow rate and 4.5 w power. The right ventricle (rv) was functioning normally with no bleeding. Intraoperative echocardiography showed that the left ventricle (lv) continued to be dilated, and the aortic valve started opening every heartbeat. The surgeon re-opened the chest to rule out outflow graft (ofg) twist. There was no kink or twisting, and no debris between the ofg and the bend relief. The surgeon put the patient back on the bypass machine and explanted the pump to see if there was a clot ingestion. Upon inspection, there was notable biological debris deposition within the inflow and outflow of the pump. The patient was adequately heparinized as they had no prior history of heparin-induced thrombocytopenia (hit). A second pump was opened and primed, and the patient was put on ventricular assist device (vad) support. The surgeon decided to not fully reverse the heparin and started the patient back on cangrelor. The second pump functioned appropriately, and the flow remained therapeutic and steady. There were no patient symptoms, and no changes to patient condition or anticoagulation status that may have contributed. The patient was under anesthesia at the time of the event. Images were submitted showing the appearance of the pump at the time of the event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.